Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that a patient requested to remove the lifevest due to the garment irritating their open-heart surgery incision. The patient indicated that the garment was covering part of the incision where it clasps and rubbing against it, causing the incision to become infected and weep blood and pus. The patient was previously given larger garments to address comfort issues there is no indication that the patient received medical intervention for the irritation. Follow-up with the patient to determine the outcome of the irritation was diligently attempted but the patient could not be reached.